Event description:
It was reported that during a post operative device check one day post implant, this right ventricular (rv) lead exhibited increased threshold measurements. A chest x-ray was performed and noted that the rv lead appeared tight and had no slack. A revision procedure was planned for the following day to reposition the lead. Additional information was received that surgical intervention was undertaken. The lead was successfully repositioned. No additional adverse patient effects were reported. This device remains in service.